Event description:
It was reported that the stent moved on the balloon. A 7x20x75cm express ld vascular balloon expandable stent was selected for a patient procedure in the iliac communis. The iliac anatomy did not have a high degree of tortuosity, was 70% stenosed, and had moderate calcification. The device was advanced through a boston scientific 6f super sheath. During the procedure, before dilating the balloon inside the patient, the physician noticed that the marker of the balloon was not lined up with the stent length. The physician did not implant the stent and did not dilate the balloon. The physician pulled out the catheter really slowly and moved the sheath forward until the stent was in the sheath. Once outside of the body, it was noted that the stent had moved distal on the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The device was returned with the stent mounted onto the balloon. A visual and microscopic examination identified that the stent had been moved approximately 10mm distally on the balloon. No damage was identified on the stent. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified no damage or any issues along the length of the device.

Event description:
It was reported that the stent moved on the balloon. A 7x20x75cm express ld vascular balloon expandable stent was selected for a patient procedure in the iliac communis. The iliac anatomy did not have a high degree of tortuosity, was 70% stenosed, and had moderate calcification. The device was advanced through a boston scientific 6f super sheath. During the procedure, before dilating the balloon inside the patient, the physician noticed that the marker of the balloon was not lined up with the stent length. The physician did not implant the stent and did not dilate the balloon. The physician pulled out the catheter really slowly and moved the sheath forward until the stent was in the sheath. Once outside of the body, it was noted that the stent had moved distal on the balloon. The procedure was completed with another of the same device. No patient complications were reported.